Event description:
Boston scientific crm received info that this right ventricular lead exhibited non-capture following the implant procedure. Both xray and fluoroscopy indicated the lead had micro-dislodged. In a revision procedure, the lead was successfully repositioned. No adverse pt effects were reported. The lead remains in service. Boston scientific did not make the event date available.